Manufacturer narrative:
As reported in a research article, endocarditis and vegetation was noted two years after the valve was implanted, with the valve still having satisfactory opening. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. (B)(6). It was reported that on (B)(6) 2013, a 23mm trifecta valve was implanted during an aortic valve replacement. On (B)(6) 2015, aortic endocarditis with completely stable mobile vegetation of 13 x 4 mm at the level of the ventricular surface of the valve was observed, associated with thickening of the posterior part of the annulus, without progression to an abscess. There was no regurgitation or paravalvular leakage. On (B)(6) 2015, the cusps of the valve were thickened but kept a satisfactory opening. The valve was not replaced. The patient status was unknown.